Event description:
It was reported to philips that the c-arm movement failed due to a pdu power supply module fault on an azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the pdu-dcps power supply module and restored the device to normal. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).